Manufacturer narrative:
The device has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that while injecting amvisc plus into the patient's eye, the luerlock connector came loose (with force) from the syringe. There was no patient injury. No additional information was provided.